Event description:
It was reported that the barrel of the unspecified bd discardit¿ syringe was cracked and air entered it, not allowing blood to be drawn up. The following information was provided by the initial reporter: "this is draw your attention to the fact that I, had been your end user of your product a 2ml disposable syringe when I went to a pathological clinic for blood tests. The person collecting blood pricked my vein to draw blood but the syringe didn't function as it was faulty means the needle portion which fits the barrel of the syringe was cracked and as the air entered the barrel the syringe couldn't draw blood, my vein oozed blood and I felt pain. However I was totally demoralized, and I had to allow myself to be pricked in my vein of another hand."

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: no sample or photographs were received regarding reported complaint of barrel cracked, air bubbles, plunger movement difficulty, so the complaint could not be confirmed, and the root cause is undetermined. A DHR was not performed as the lot number is unknown for this complaint. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation.